Event description:
The customer's mother stated via phone call that the customer had a high blood glucose level of 408 mg/dl. Mother states the insulin pump would not let the customer deliver insulin and kept alarming no delivery. Troubleshooting was performed and the customer was able to prime without a no delivery alarm. The customer was advised to push the insulin through the tubing before removing the plunger from the reservoir and to be mindful of moisture on the tubing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.